Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) was unable to gain telemetry. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported no telemetry condition, however after opening the device, telemetry functioned nominally. The cause of the reported no telemetry condition was not determined. If information is provided in the future, a supplemental report will be issued.